Event description:
It was reported that during implant, the device was connected to the lead and placed in the pocket but the device was "not firing". It was reported the physician thought there was an issue with the device header since the device did not have good capture and it was sure the lead was in a good position. The device was removed and replaced. When the replacement device was implanted, it was determined the right ventricular (rv) lead had moved. So then it was suspected the device may be fine since the lead had moved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.